Event description:
It was reported that the patients generator was interrogated and was showing a battery from 0-8% (neos=yes). It was also reported that the patient's behavior seemed worse. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was replaced. The explanting facility historically does not return explanted products so device return is not expected.

Event description:
The generator was received for product analysis. Product analysis has not been completed to date.

Event description:
Product analysis was completed on the returned generator. The generator was noted to have been pulse disabled which would not reset, so systems diagnostics and final electrical test couldn't be performed. A postburn electrical test was performed and showed the pcba performed according to functional specifications. No performance or any other type of adverse conditions were found with the pulse generator.